Event description:
Additional information was received that the patient's system was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08355. It was reported that both of the patient's lead migrated. As a result the patient lost effective therapy. Surgical intervention is expected to resolve the issue.